Event description:
Customer reported erroneous low platelet counts were obtained with two hematology analyzers for one pt sample. The erroneous low platelet count was obtained using a coulter act diff analyzer by the field service engineer. This testing was performed while investigation an erroneous low platelet count obtained by the unicel dxh 800 coulter cellular analysis system. The erroneous low platelet count obtained using the coulter act diff analyzer was not reported out of the laboratory. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event is event 2 of 2 reported by this customer for the second of two analyzers.

Manufacturer narrative:
The instrument was not serviced. Root cause is unk. Product labeling indicated that giant platelets are a known interfering substance. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 to (B)(6) 2010 of complaints for add'l reportable events. This issue was reported in 2010 as MDR 1061932-2010-00004. During the retrospective review, it was determined that this add'l MDR was required to be filed for the second malfunction on the second of two analyzers.